Event description:
It was reported via repair work order that a non-stryker power cord was disconnected from the bed inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.